Manufacturer narrative:
(B)(4). Title: barrier wound protection decreases surgical site infection in open elective colorectal surgery: a randomized clinical trial source: diseases of the colon <(>&<)> rectum, volume 53, 2010 (1374¿1380) article number: 10. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed, the aim of this randomized study was to examine the efficacy of barrier retractional wound protection in the prevention of surgical site infections in open, elective colorectal surgery. Wound closure was standardized with mass fascial closure using one device followed by a wound washout using warm normal saline and subcuticular skin closure with another device. Sixty-four patients received the suture which was called the intervention group in the article and there were three reported surgical site infections.